Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two supra-orbital (off-label) leads with the same lot number. It was reported the patient underwent surgical intervention (date of surgery is unknown) to increase stimulation coverage. The supra-orbital leads were repositioned at the time of surgery. The patient received effective coverage post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient also experienced ineffective stimulation along the existing pain pattern.